Event description:
Additional information was received from the physician stating that he had recommended the patient to visit ER if the patient experienced more issues. The physician also indicated that the patient might have been to the ER before. It was later reported that the patient did not show for a scheduled appointment and that the appointment was rescheduled for a future date.

Manufacturer narrative:
.

Event description:
On (B)(6) 2015, it was reported that the patient was seen on (B)(6) 2015 and the vns was adjusted. Since that date the patient is having 1 seizure daily, before she did not. Additional information was requested from the physician but no further information has been received to date.